Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The manufacturing evaluation report for the event states, the condition for the inserter, 357.372, has been evaluated on prior complaints and as noted in previous complaints: a review of the design risk assessment (revision c) confirmed that the estimated risk level adequately assessed the severity and occurrence of the described harm in this complaint. Per memo from pd engineer dated (11/29/2005): complaints have been received about the inserter and the indicator top breaking during use. When the hammer misses the head of the coupling screw, the ears of the indicator can be accidentally hit by the hammer. This may cause the pin in the indicator to be damaged and therefore the indicator may spin freely or it may become jammed. This is due to a known technique issue relating to the use of the hammer. This can be caused if the hammer misses the head of the helical blade coupling screw, 357.377, and instead hits the ears of the indicator. It does not cause a loss of function during the case, and it does not pose any safety or health concerns. The purpose of the indicator is to capture the gold handle on the inserter. If the top spins freely it is still held in place and does not fall off of the helical blade inserter and therefore, the case can be completed without incident. If the indicator becomes jammed it still captures the gold handle and the case can be easily completed. There are numerous dents on the alignment indicator and the knurled surface of the set screw indicating that it has been struck with the mallet during use and the set screw is broken inside the indicator as a result. The insert was manufactured in january 2008 and is over 4 years old. As noted in prior complaints, the helical blade coupling screw, 357.377, is hammered repeatedly as part of the technique to insert the helical blade. As documented in the design evaluation done for prior complaints, a review of the design risk assessment (revision c) confirmed that the estimated risk level adequately assessed the severity and occurence of that described in this complaint. A review of the product design/drawings also showed the coupling screw design to be acceptable for the intended use. Additionally, excessive hammering of the coupling screw off-angle or when the screw is not fully tightened, per the described technique (j3900-g), could result in loading conditions that may lead to breakage. The returned device was manufactured in december 2005, is over 6 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The buttress/compression nut is stuck on the blade guide sleeve and cannot be removed. The threads of the sleeve are damaged and have numerous deep gouges along the entire visible length and it is likely that the nut is bound up due to the thread damage and resulting burrs. The nut was manufactured in july 2003 and is 9 years old. The beveled edge that snaps into the aiming arm is deformed and pushed back into the area between it and the body of the nut. There are also 3 small dents on the top corner of the nut where it has been struck. The nut being stuck on the blade guide sleeve is due to damage to the sleeve threads and possibly being struck while assembled which may have damaged the threaded interface between the parts while assembled. The lot number on the blade guide sleeve is hidden by the nut and cannot be read. The designs were reviewed and determined to be acceptable for the intended use for all four of the returned parts. The condition for the inserter and coupling screw is caused by inadvertent hammer blows and the condition for the nut and sleeve is due to damage to the threads on the blade guide sleeve. This complaint has been deemed invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Event description:
This is report 1 of 3 for file (B)(4).

Event description:
It was reported that during a tfn(trochanteric fixation nail)procedure, as the coupling screw was being used, the back broke off of it. It was then stuck in the helical blade handle which subsequently broke. In an attempt to remove all hardware, the cannula and compression nut also broke. The surgeon used a second set to complete the surgery without further incident. No adverse effect to patient was noted. Event # 1 of 4 for complaint #(B)(4).